Event description:
Complainant alleged that during incoming inspection of the device, the device would not charge with charge button pressed on unit or paddles. The complainant indicated that there was no patient involement in the reported failure.